Event description:
It was reported that the procedure was to treat a lesion in the proximal circumflex artery with mild tortuosity and calcification. The 3.0 x 20 mm trek balloon catheter was prepared per the instructions for use, prior to use in the patient. The balloon catheter was advanced without issue to the target lesion and inflated to 12 atmospheres (atm). After successful dilatation, the balloon could not be deflated. The balloon was then intentionally over inflated to 26 atm to create a balloon rupture, and the trek was removed without issue. There was no damage to the vessel, and no issue with removal of the protective sheath prior to use. There were no adverse patient effects and no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the complaint device was returned and analyzed. The deflation difficulty could not be verified via testing due to ruptured balloon. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the similar incidents complaint history of the reported lot did not indicate a manufacturing issue. Based on all the information reviewed and the return analysis, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.